Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the piston rod of the infusion device was stuck which resulted in the patient having severe diabetic ketoacidosis. The event occurred in the year of 2016 or 2017. The patient's mother took him to the hospital. The blood glucose results taken at the hospital were not provided. The type of treatment administered to the patient was not provided. It is unknown how long the patient was in the hospital.